Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose values was 165 mg/dl and the sensor glucose was 70 mg/dl. Insulin delivery was suspended due to sensor values. The customer mentioned other blood glucose was 127 mg/dl, 110 mg/dl, 166 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. The sensor will be returned for analysis.